Event description:
It was reported that an indium dye study was planned for (B)(6) 2013 to troubleshoot a catheter issue.

Event description:
Additional information received reported the cause of the event was ¿likely progression of the underlying disease (multiple sclerosis)¿. It was reported an x-ray and catheter dye study were performed however results were not provided. No surgical intervention had occurred. New spasticity in the patient¿s upper extremities was reported; upon physical exam it appeared to be more of a dystonia. The patient was reportedly receiving new treatment for the multiple sclerosis and was still considering whether she would undergo the indium study. The patient outcome was reported as a ¿non-serious injury/illness¿. The device system was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. "Catheter issues".